Event description:
The customer reported an event where the flow rate on the flow rate screen did not match the flow rate on the status screen. The nurse entered blood flow rate of 290ml/min in flow rate screen. When returning to status screen, 340ml/min blood flow rate was displayed. Rechecked, and on flow rate screen 290ml/min displayed but 340ml/min on status screen. The discrepancy was resolved with troubleshooting with the gambro representative. There was no reported blood loss or any other clinical consequences as a result of the reported event.

Manufacturer narrative:
The manufacturer has requested, but not received, the treatment data files related to the reported event for review and analysis.